Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon inspection, it was noted that the defib conductor of the lead was distorted.

Event description:
It was reported that during the implant procedure, the patient could not be defibrillated after induction of vf. In turn the patient had to be defibrillated externally. Analysis of the episode show the lead had low impedances. The lead was not implanted. No patient complications have been reported as a result of this event.